Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with insulin. Reportedly, the cartridge was filled with approximately 300 units of insulin. The customer loaded a new cartridge, received an accurate fill estimate. The customer was able to resume insulin delivery. There was no impact to the customer's blood glucose level due to the reported event. On (B)(6) 2016, the customer called back and reported insulin gauge had decreased to 60 units of insulin. However, tandem technical support was unable to verify if the fill estimate was accurate. It was confirmed that the customer would use manual injections as alternate insulin therapy.